Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, part of the metal guide was in the catheter, which made it difficult to return blood and caused pain in the patient's leg. It was also stated that the patient was experiencing enough pain with the presence of inflammation.